Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-jul-2022, UDI#: (B)(4). H3:tm90t0: the tm90t0 communicator was analyzed on (B)(6) 2026. Visual observation showed micro-usb charge port was loose. The device passed battery charging bench test. The failure under load test showed trs210001.6/push button led on intensity. The device was scrapped and taken out of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the communicator was not charging and they noticed the issue about a week ago. Patient mentioned the charging cord had worn out and when they try to connect to the communicator they needed to "wiggle around" and if it gets connected the light would not go green, it only "stayed red all the time". Agent sent repair request to replace the communicator.